Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose levels measuring 28 mmol/l with moderate urinary ketones present. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged that air bubbles have been occurring in the cartridge for months, leading to elevated blood glucose. The reporter stated that this issue has been present with greater than five cartridges. Troubleshooting by animas customer support was not able to determine a cause for the reported air bubbles. The devices were discarded and are not available for investigation. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy due to air bubbles in the insulin cartridge; the presence of air bubbles in the cartridge can result in under delivery.

Manufacturer narrative:
Device evaluation: the cartridge has not been returned; a retained sample from the reported cartridge lot was pulled and evaluated by product analysis with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. The cartridge was cycled and filled successfully with no air bubbles formed inside the cartridge. A cartridge leak test was performed and no leaks were noted from anywhere on the cartridge. A cartridge force test was completed with all of the cartridge force measurements within required specifications.